Event description:
It was reported that during a vt (ventricular tachycardia) ablation procedure the device had two pors (power on reset) and during the second por the patient received a shock. It was noted that wireless telemetry and wavelet discriminator have both been permanently disabled. The physician is okay with no wireless and no wavelet capabilities and therefore, the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is in the same brand family to a device marketed in the u.s. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated that there was a power on reset (por): ventricle rate limit and an electrical reset alert.